Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that at the previous device interrogation three months earlier the pacemaker gave a longevity calculation of one and a half years remaining for this pacemaker dependent patient. Three months later the pacemaker was noted to be at elective replacement indicator (eri). The patient was brought into the office one week later and it was found that the pacemaker had been at end of life (eol) for five days. The device was reprogrammed to pace and sense in the atrium only at 50 paces per minute with autocapture on. Boston scientific technical services (ts) was consulted and discussed that the device will stay in auto but reverted to retry at 3.5 volts with a maximum output of 5.0 volts. It was noted that the patient was slightly short of breath due to the pacing at 50 paces per minute. The pacemaker was explanted the same day. The right ventricular (rv) lead was also explanted due to high threshold measurements, which were attributed to the age of the lead. No additional adverse patient effects were reported.